Event description:
Additional information received indicated the device was reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, low pacing lead impedance and noise resulting in oversensing and episodes of automatic mode switching was noted on the right atrial (ra) lead. Technical support recommended an ra lead revision to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored. Related manufacturer report number: 2938836-2020-06356.